Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that a 2.5x28mm and 2.75x18mm xience sierra stents were implanted on (B)(6) 2019. The patient presented with st-elevation myocardial infarction (stemi) before the procedure. On (B)(6) 2019, the patient was readmitted with cardiovascular symptoms. Treatment performed was unspecified and the final patient outcome is unknown. No additional information was provided.